Event description:
On 3/27/2023, it was reported by a facility representative via sems that an ar-6475 pump had less than adequate pressure. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.